Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy, and will contact the healthcare provider to obtain an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.